Event description:
It was reported that the patient underwent a right hip revision approximately one-year post implantation due to joint dislocation. The cup involved was confirmed to be a competitor device. During the procedure, the patient was revised with a g7 freedom constrained. The head was exchanged and sent to royal perth biomedical engineering. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: zb 12/14 cocr hd 36mm x +10.5, item: 80220360, lot: 3126593. Unknown stem: unknown competitor cup. G2: foreign ¿ australia . The customer indicated that the product was sent to an external contractor for evaluation; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.